Manufacturer narrative:
Fax received from patient's hcp office requesting an insurance investigation be completed for patient. Patient's mom called back to advise that we have been making attempts to reach her daughter but that she is on her way home from the hospital. She mentioned that she was hospitalized and in ICU but she was unsure if she had started using v-go for her insulin therapy. She advised she will have her give us a callback. Valeritas placed multiple calls to the patient and the patient has not answered nor returned the calls. Device was not returned. Root cause cannot be determined based upon the information provided.

Event description:
Fax received from patient's hcp office requesting an insurance investigation be completed for patient. Patient's mom called back to advise that we have been making attempts to reach her daughter but that she is on her way home from the hospital. She mentioned that she was hospitalized and in ICU but she was unsure if she had started using v-go for her insulin therapy. She advised she will have her give us a callback. Valeritas placed multiple calls to the patient. And the patient has not answered nor returned the calls. Device was not returned.